Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after first inflation at 10 seconds each inflation time. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.